Event description:
The surgeon implanted a silicone lens but the haptic was damaged upon insertion. The surgeon enlarged the incision to remove the lens, but did not use sutures to close the incisional wound. The surgeon doesn't believe that enlarging the incision represents an injury to the pt.